Manufacturer narrative:
The customer has been provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is unable to power on. There was no report of patient use associated with the reported event.